Manufacturer narrative:
Although the initial complaint was against both sodium (na) and chloride (cl), the only results corrected were sodium results. The customer stated that qc was within the established ranges. Service was dispatched for this event. The field service engineer (fse) replaced the carbon bridge, cleaned the flowcell, and replaced the chloride electrode tip. The fse verified the instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to thirty three (33) erroneously low sodium (na) results generated by synchron lx20 pro clinical system. The results were reported out of the laboratory. Repeat testing produced higher results, and corrected reports were issued. The results are shown in the attached file. Patient treatment was not initiated or withheld based upon the erroneous results.